Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for the implant procedure. During the procedure, upon interrogation, the left bundle pacing lead exhibited a high capture threshold and high pacing impedance. The lead was not used and replaced during the procedure. The patient was stable.